Event description:
It was reported that the patient received shocks from the device for atrial flutter with rapid ventricular rates. The atrial arrhythmias were being managed with medication and av node ablation was discussed. The device remained in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 5076 lead implanted (B)(6) 2006; 6949 lead implanted (B)(6) 2006. (B)(4).